Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's right ventricular (rv) lead and left ventricular (lv) lead were explanted on (B)(6) 2025 due to an infection. Previously, the rv lead had been capped on (B)(6) 2025 due to poor sensing and low impedance. The lv lead was also capped on (B)(6) 2024, due to a loss of capture and operation issue that had prevented it from being explanted. The patient was stable.